Event description:
It was reported that a patient showed instability was brought to the operating room and the post in a 7-8 left 15mm journey l bcs poly was broken or worn off . A new 15mm hi post revision poly was put in.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports the patient underwent a poly insert and patella exchange, due to instability. During the revision, it was found that the post on the insert was broken/worn off. To date, the requested surgical reports and x-rays have not been provided to fully evaluate the root cause of the reported event. Therefore, patient impact beyond the revision cannot be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include but not limited fit/sizing, alignment, surgical technique, joint laxity, traumatic injury and procedural/user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.